Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was rewinding the pump when he received a motor error alarm. Customer also received a motor position encoder error alarm. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer was trying to process a bolus for a meal. Customer programmed a bolus to deliver what was left in the reservoir since his reservoir was empty. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he has had this issue several times in the past. Customer stated that the only thing that may have magnetic fields is his computer, but he always stays a good distance away. It was suggested that the customer get a leather casing for added protection.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm alarm due to erased history file. The insulin pump had minor scratched display window.